Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. The patient's wife reported that the patient had a skin irritation under the therapy electrodes on his back. The area was red and mildly itchy. During a follow-up, the patient's wife reported that the patient's doctor prescribed a benadryl cream. She reported the cream didn't work well, so they consulted their pharmacist who suggested an over the counter hydrocortisone cream. The wife reported that the hydrocortisone cream works and the area had cleared up. There was no alleged device malfunction.